Event description:
False negative troponin I (tni) results reported on a female who presented with chest pain and was a suspected cardiac patient. Sample was run on triage cardio profiler and gave ckmb of 46.4 and tni of <0.05. Sample was also tested in the lab (dade dimension) and gave total ck of 3403 and tni of 0.31, which is high. Customer ran sample again on cardiac profiler, but results were the same. Myo's are not used at the facility. Details are not available, but patient was admitted and later transferred to another facility for treatment. Results from other facility were from rxl and had similar results as dade - 0.32 and 0.25.

Manufacturer narrative:
Customer only returned a small amount of sample for investigation. Approx. 1 ml. Returned sample was tested on two lots triage cardio profiler, but insufficient sample was available to test on access2 platform. Three in-house samples were also tested on both the triage lots and on the access2 platform. The testing with in house sample noted lower recovery on triage than on access2. The results of the testing with the patient sample on the two lots or cardio profiler confirmed the patient observation of <0.05 ng/ml. Therefore, the customer complaint of potential false negative tni was confirmed. Risk assessment and CAPA pending evaluation.